Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Investigation summary it was reported that the screw loosened. One unknown biomet screw was reported but not returned for investigation. Therefore, visual evaluation and functional testing could not be performed. DHR & complaint history review could not be performed since the lot/item number was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The customer submitted x-ray, but the reported event could not be verified. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, it is stated that overloading and improper technique may lead to device failure such as screw loosening. Based on the investigation and risk management file review as per rmf, the most likely root cause determined from the investigation was customer error (improper techniques used during placement ¿ inadequate treatment planning). Therefore, based on the available information, device malfunction and the reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). A4: patient weight: unknown / not provided. B3: date of event: unknown / not provided. D1: brand name: unknown / provided. D4: additional device information: unknown / not provided. G4: premarket identification: unknown / not provided. H4: device manufacturer date: unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Crown was placed by middle of february, after a week doctor noticed that screw and crown were loose. There was a delay of two hours in the procedure. A new crown should be manufactured.